Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 9298426. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately, a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. See h.10.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system heparin cap was loose and fell off during use. The following information was provided by the initial reporter, translated from chinese to english: "on (B)(6) 2020, the patient received CT enhanced examination with a closed intravenous indwasing needle, the heparin cap fell off, and the heparin cap was replaced. No similar phenomenon occurred again, which caused panic drug waste to pacify the patient and remove the patient's tension."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system heparin cap was loose and fell off during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "on (B)(6) 2020, the patient received CT enhanced examination with a closed intravenous indwasing needle, the heparin cap fell off, and the heparin cap was replaced. No similar phenomenon occurred again, which caused panic drug waste to pacify the patient and remove the patient's tension."